Event description:
Boston scientific received information that during the implant procedure for a cardiac resynchronization therapy pacemaker (crt-p), the catheter dissected the patient¿s coronary sinus. It was noted the patient¿s condition was poor and the patient had to be intubated. The patient was being treated in the intensive care unit. No additional adverse patient effects were reported. Additional information was received. It was reported the patient had severe cardiomyopathy and also required a balloon aortic valvuloplasty (bav) procedure. A dual chamber pacemaker was implanted and the patient remained hospitalized in good condition pending recovery from the procedures.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.